Event description:
It was reported that device damage occurred. A left atrial appendage (laa) procedure was being performed. A watchman access system (was) was positioned, a watchman laa closure device & delivery system was deployed and the closure device was implanted. At some point during procedure it was noted that the was sheath was kinked. The procedure was successfully completed using the original devices and no patient harm occurred.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system was deployed and the closure device was implanted. At some point during procedure it was noted that the was sheath was kinked. The procedure was successfully completed using the original devices and no patient harm occurred.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman access system was analyzed and the reported event of kink was confirmed. Device analysis revealed sheath kinks at 5.5cm and 13cm proximal of the tip and 7cm and 25.5cm distal of the strain relief. Additionally the sheath was flattened from 23.5cm to 28.5cm proximal of the tip. There was no other damage or defects found.